Event description:
It was reported that the patient underwent a revision procedure due to the product not working and ballooning 'aneurysm' of the cylinder with an inflatable penile prosthesis (ipp). The ipp right cylinder and pump was explanted and a new ipp right cylinder and pump was implanted.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of cylinder aneurysm and device malfunction issue was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. During analysis a leak was found in the cylinder body that was a result of sharp instrument damage consistent with explant damage.

Event description:
It was reported that the patient underwent a revision procedure due to the product not working and ballooning 'aneurysm' of the cylinder with an inflatable penile prosthesis (ipp). The ipp right cylinder and pump was explanted and a new ipp right cylinder and pump was implanted.